Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch profile meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began at an unknown time on (B)(6) 2010. The patient reported blood glucose results of "471, 375, 389, and 65 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed she developed a headache. At an unknown time, the patient stated she tested with another device; however the result is unknown. According to the csr's documentation, on (B)(6) (time not known) the patient alleged she was hospitalized and during her hospital stay the patient alleged a health care professional (hcp) administered an unknown amount of insulin as treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet); however, the patient did not have the check strip or control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings, did not self administer her insulin as a result of the reported erratic results, subsequently required medical intervention from an hcp, and allegedly was hospitalized.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(weight) information was not provided.510(k) # is k023948.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).